Manufacturer narrative:
Implant regio 46 fractured. Construction was a dental bridge from 44 to 46. Bone loss caused by patient related periimplantitis is documented. Material analysis concluded mechanical overloading of the implant and patient related bruxism. Resubmitted due to submission error.

Event description:
Implant fracture.